Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device has a speaker malfunction. It is unknown if the device still had sound. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt conducted revealed that no sound was coming from the device. Analysis was performed by remote service personnel which included talking to the customer. The results of the analysis were that the device speaker was defective and did not produce audio and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by providing the customer with a replacement speaker assembly to replace the defective part.